Event description:
Medtronic received information via literature review of serious complications in three patients who underwent a fontan procedure with implantation of bioprosthetic pulmonary valved conduit. This report describes patient 2. Patient 2 (B)(6) was successfully implanted with a 14-mm valve-less conduit (serial number not reported) in a total cavopulmonary connection. Seven days later, the patient exhibited cyanosis and shock. Cardiopulmonary resuscitation was unsuccessful, and the patient died. An autopsy found large thrombi having occluded both the right and left pulmonary arteries, and thrombotic material in the conduit lumen. No thrombi were found in the peripheral pulmonary arteries. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned to medtronic. (B)(4). Title: bovine jugular vein thrombosis in the fontan circulation authors: paul h. Schoof, md, phd, arjun d. Koch, md, mark g. Hazekamp, md, phd, tjalling w. Waterbolk, md, tjark ebels, md, phd, and robert a. Dion, md journal: journal of thoracic and cardiovascular surgery, november 2002, volume 124, issue 5, pages 1038¿1040 doi:10.1067/mtc.2002.125646.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Requests for additional information provided no further details. Conclusion: no device was returned, and no unique device identifier numbers were provided. Without this information a review of the device history record could not be performed and root cause could not be identified.